Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had been alerting sensor updating. Blood glucose level at the time of the incident was 52 mg/dl. It was not noted if auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose event. Customer stated change sensor alert did not occur after sensor updating status. Customer was advised that system diagnostics may have detected sensor is not properly responding to glucose and stopped displaying glucose readings. The sensor would be replaced and customer agreed to return the product for analysis. Frn reservoir unknown, infusion set, ozp mmt 7020 sensor.